Manufacturer narrative:
H3,h6: no evaluation could be made, no conclusion could be drawn as no device was returned. H4: synthes is unable to determine the manufacture date without a lot number.

Event description:
Pt experienced pain and an x-ray showed a locking reconstruction plate had broken. Broken plate was removed.